Manufacturer narrative:
Pending evaluation.

Event description:
Revision of optetrak knee components - reason not reported.

Manufacturer narrative:
After further review of additional information received have been updated accordingly. In a review of the labeling it is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure. It is a device specific risks that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of knee devices surgical revision for loosening it is most likely related to the patient's underlying conditions and the advanced age of the implants. This device is used for treatment, not diagnosis. No information has been provided. Asked, not answered. Corrected data: no device evaluation pending.

Event description:
It was reported that a patient experienced a revision surgery to knee devices due to device loosening. The patient condition was stable when he departed the or. There is no indication or complaint that the device malfunctioned. No additional information is provided. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00490, 1038671-2018-00516, 1038671-2018-00517 and 1038671-2018-00518.

Manufacturer narrative:
Pending evaluation. Updated with new information.

Event description:
Revision of a total knee - reason not reported.